Event description:
Pt reports that she would like to have her interstim device explanted as she has experienced multiple infections, she believes are related to the device. No further info has been reported.

Manufacturer narrative:
To date, the devie has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.